Event description:
It was reported a patient experienced and was hospitalized for suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. The pd nurse reported the patient was not on antibiotics. The action taken with dianeal therapy was not reported. At the time of this report the patient remained hospitalized and the outcome was not reported. Additional information was unable to be obtained. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).